Event description:
As she was covering the mayo stand with the mayo stand cover from the pack it was noted that the end of the mayo stand cover was open instead of being sealed, thus the scrub inadvertently contaminated herself in the process of placing the mayo stand cover on the mayo stand.